Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was stuck in the prime/rewind stage. Caller stated that the device recently hit the door jam of the car. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with cracked end cap and alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarms. Unable to confirm prime fill anomaly due to compromised force sensor system alarm. All operating currents are within specification. The insulin pump passed displacement test, self-test, off no power test, rewind and unexpected restart error test. No unexpected low battery or off no power alarms noted. The insulin pump was returned without the belt clip unable to confirm damage. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.